Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer's blood glucose was unknown. The customer was treated with the insulin pump. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Fill cannula was recorded in daily history. The customer performed the high pressure test and the test was passed and the self test was failed. The customer was advised to revert to a back up plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Pump error 63 alarm, variable 3, was confirmed in the formatted history file due to a cold/cracked solder joint found on pin of the ambient light sensor.